Event description:
Subsequent to filing the initial medwatch, additional information was received stating that slight resistance was met during removal of the partially deflated balloon.

Manufacturer narrative:
(B)(4). The device was not returned. Factors that may contribute to the difficulty to deflate the balloon include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The indeflator and otw trek used during the procedure were not returned, which may have aided in the investigation and determination of cause for the reported difficulty to deflate as without the device to examine, a conclusive cause can not be determined. As the balloon was removed inflated, this would contribute to the reported resistance during removal. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to deflate or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the difficulties deflating the balloon could not be determined; however the difficulty removing the balloon appears to be related to the operational context of the procedure.

Event description:
It was reported that the otw trek was advanced to the lesion in the proximal circumflex coronary artery. The balloon was inflated for the first time to 8 atmospheres but did not deflate. Negative pressure was pulled three times and an unsuccessful attempt was made to further inflate and deflate the balloon. A 60 cc syringe was attached to the catheter and negative pressure was pulled and the balloon partially deflated by one-half. Finally the partially inflated balloon was pulled out of the body. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional, relevant information.